Event description:
The ventricle and atrial leads were returned to the manufacturer after being explanted with no information. The leads subsequently tested out of specification. Follow up revealed that the leads were removed due to patient receiving a heart transplant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.